Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. It was reported that while in recovery the patient suffered a stroke. The catalyst was that the patient was taken off coumadin, apparently. The patient is an a-fib patient and they frequently stop the coumadin regimen before having surgery. The patient is doing much better. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cva/stroke);patient¿s condition affected effectiveness of device (the patient was taken off coumadin used to treat a-fib.) Conclusion: device failure/lack of effectiveness related to patient condition (the patient was taken off coumadin used to treat a-fib.); known inherent risk of a procedure (cva/stroke).